Event description:
It was reported that the pump motor was not running properly. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms(B)(4).a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The top case(front left corner) was broken, right plunger case was cracked. Error history log review found a motor not running error. The root cause of the reported issue was found to be worn drive train parts. The pump was over 8 years old. Actions were taken to mitigate the reported issue: replaced leadscrew, replaced clutch halves.